Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt experienced an increase in angina. The target lesion was located in the right posterior atrioventricular artery. A 3.00x20mm taxus express2 was implanted in the target lesion. It was reported that the pt had no anginal symptoms immediately following the procedure, and was discharged 1 day later. At 380 days after the index procedure, the pt presented with "ingravescence of angina". Additional info concerning the event is not known, as it occurred at a different facility than where the index procedure took place.

Event description:
It was further reported that the patient experienced "vasospastic angina pectoris". It was previously reported to be "ingravescence of angina". It is the physician's opinion that the event is unrelated to the taxus express2 stent.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).